Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hospitalization for hyperglycemia was found. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer was taken to the ER where he was diagnosed with hyperglycemia, dehydration, and ketones. The customer was given IV fluids for treatment.